Event description:
Report received from USA stating that device would not rotate. It is unknown if the device was being used in surgery. No patient injury occurred. It is unknown if a delay in surgery or medical intervention occurred. There is no add'l info.

Manufacturer narrative:
The device has been received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem was confirmed; the attachment was determined to have damage to the gears, likely due to improper assembly into the motor and/or misuse of the device. If add'l info is received, a supplemental report will be sent.